Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that there was not a connection error message displayed on the device. The connection error was (and is) when the patient holds the recharger paddle over the device during recharging. The error was the beep from the paddle. The rep wrote that they weren't sure if the cause of the recharging issue was if it was a bad recharger or pocket movement of the stimulator. The most likely causes were listed as a recharger issue (the patient was going to order another one) or the position of the micro device. The patient remembered bumping the device at the pocket site shortly after implant. The rep was still working on determining the cause of the difficulty maintaining a connection. The implant was no deeper than 1/2 inch. The rep had given the patient's caregiver the patient services number to order a new recharger. It was s till undetermined whether or not removal or replacement surgery was planned.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an healthcare professional (hcp) via a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient was in to see their healthcare professional (hcp) for a normal follow up. The patient's caregiver brought up that they were having trouble connecting the recharger to the stimulator and that it was taking more than 1 hour to recharge when the battery was only at 40%. The patient's caregiver had been charging once every two weeks. The recharger could not be moved or worn with the belt due to connection errors. The patient mentioned getting in and out of a lower car a week or so post-op and hitting their pocket area where device sits. The rep met with the patient (B)(6) 2021 to see what they could do to help. They noticed that the device seemed to not be sitting flat in the pocket as it did originally. The rep had to add pressure to the recharger to hold against the device so that the connection remained. It took 45 minutes for them to charge the battery from 70%-100%. The rep advised the patient's caregiver to call patient services for a new recharger to rule out that it was not just the recharging device. If that didn't work the patient may need a pocket revision. The issue was not resolved at the time of the call.